Manufacturer narrative:
A visual examination of the returned catheter revealed that the hub was detached and was not returned with the catheter. Two kinks were located 14.5cm and 45.5cm from the proximal end of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a run-off diagnostic procedure the catheter removal difficulties occurred. Vascular access was obtained via the right common femoral artery. The imager ii angiographic catheter was advanced up and over into the left leg vessel. After the diagnostic procedure was completed in the iliac bifurcation, the physician attempted to pull back the imager ii, however, resistance was felt and a shaft kink was noted. The physician cut the imager ii catheter hub, advanced a 6fr mach 1 guide catheter over the imager ii and removed both devices to complete the procedure. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a run-off diagnostic procedure the catheter removal difficulties occurred. Vascular access was obtained via the right common femoral artery. The imager ii angiographic catheter was advanced up and over into the left leg vessel. After the diagnostic procedure was completed in the iliac bifurcation, the physician attempted to pull back the imager ii, however, resistance was felt and a shaft kink was noted. The physician cut the imager ii catheter hub, advanced a 6fr mach 1 guide catheter over the imager ii and removed both devices to complete the procedure. No further patient complications were reported and the patient's status is fine.